Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the scope communication error b30 occurred on the subject device and the endoscopic image was not displayed. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon (error b30) was duplicated, and also found that it was found that the adhesive around the light guide lens of the subject device had been peeled off. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from investigation result and past similar case there was the possibility that the reported phenomenon was attributed to the following. [Error b30] the failure of the electrical circuit board and/or ccd cable of the subject device due to following. -physical stress being applied to the video cable and/or video connector -electrical stress being applied to video connector board, such as static electricity (earth cable of the system had not been connected), overcurrent (scope connector had been connected/disconnected with the system turning on) or electrical short (scope connector had been connected to the system with adhesion of dirt/moisture on the electrical contacts) [adhesive around the light guide lens of the subject device had been peeled off] -physical stress being applied from the outside of the subject device -chemical stress due to the chemical solution -stress due to sterilization with using sterrad nx and so on the instruction manual of the subject device states appropriate handling. If additional information is received, this report will be supplemented.